Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing paresthesia in the wrong location. The patient stimulation sensation is achy when the left lead is activated in their left lower back. The patient programmed their device and electrode impedances were: (B)(4). All in the 800-1100 ohms range, which are normal. Ref 7 were all greater than 10000. The patient did not report any falls or any hitting in their back to damage the system. It was reported that this was a sudden change in therapy and the achiness occurred when stimulation was applied. The ins seems to be functioning normally except for electrode 7, which needs follow-up with the patient's healthcare professional. The patient's healthcare professional evaluated that the left lead migrated based on x-ray analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from manufacturer representative. The patient had a lead revision performed on (B)(6) 2016 to remove and replace the lead that migrated. The patient was seen 10 days after implant for follow-up and he was doing very well. The leads had not moved and the patient's pain was covered.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.